Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-12. H.6. Investigation summary bd received 1 used sample from the customer for investigation. The sample was covered with the patient's blood so evaluation was limited. The sample was visually examined before being disposed of and the indicated failure mode for clog with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the customer stated bd preset¿ was clogged/blocked and/or had underfill. The following information was provided by the initial reporter: the customer stated while drawing an arterial blood gas "the nurse sticks a needle into the artery. Blood gets into the syringe and then nothing but air rises while it's still in the artery. Hoping to get enough blood anyway, she tries to purge the air from the syringe (after removing the needle from the patient) but resistance is very strong, impossible to purge. ¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the customer stated bd preset¿ was clogged/blocked and/or had underfill. The following information was provided by the initial reporter: the customer stated while drawing an arterial blood gas "the nurse sticks a needle into the artery. Blood gets into the syringe and then nothing but air rises while it's still in the artery. Hoping to get enough blood anyway, she tries to purge the air from the syringe (after removing the needle from the patient) but resistance is very strong, impossible to purge. ¿